Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient first lost pain relief in (B)(6) 2018 and a full system replacement would be scheduled to give the patient option for MRI. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient met with a manufacturer representative for reprogramming because of a loss of pain relief. It was reported that the patient ¿maxes out on 10.5¿ and that the stimulation cuts in and out. An impedance test was run and it showed that electrode 4 had high impedances of >10,000 ohms. The patient was reprogrammed and they couldn¿t achieve coverage where needed. X-rays were taken and they showed lead migration. It was reported that a revision/replacement would be scheduled in the near future. No further complications are anticipated.